Event description:
It was reported that when the patient presented to the device clinic for a follow-up, the pacemaker was failing to be interrogated. It was also noted via electrocardiograms, that the device exhibited inappropriate magnet response as it would spontaneously go in and out of magnet mode. The device was explanted and was successfully replaced. The patient was noted as being stable.

Manufacturer narrative:
The reported event of unable to interrogate and intermittent magnet response was confirmed. The device was received in backup vvi with intermittent telemetry communication and normal output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found to be at a normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics, resulting in the reported event. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.